Event description:
The clinician mistakenly deployed the contralateral leg outside the contralateral gate during an aaa procedure. The pt was converted to an aui and fem-fem crossover procedure. The clinician took full responsibilty for the misplaced device. There was no allegation of product deficiency.